Manufacturer narrative:
Due to the limited information received, further follow up to obtain related details regarding to model/serial number, patient and initial reporter details was not possible.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing. The lead was explanted and replaced. No additional adverse patient effects were reported. Due to the limited information received, further follow up to obtain related details was not possible.